Event description:
This was a cardiac lead extraction case conducted in the cardiac catheter lab to extract one rv lead, sjm 1646t isoflex s passive bipolar is-1, due to an acute infection. The patient was prepped with an arterial line, fluoroscopy in use, tee available, and cvs on standby. The rv lead was prepped with a lld (unknown model #) and lasing began with a 12f sls ii. After approximately 8 seconds of lasing the physician reached a point of resistance and ultimately withdrew the 12f sls ii from the patient and noted a split in the outer sheathing of the catheter. The md opened a 14f sls ii and successfully lased the rv lead free. There was no patient injury as a result of the 12f sls ii outer sheath split. The device was returned to the manufacturer for an engineering analysis. Investigation conclusion completed on (B)(4) 2012: the suspect lot of extruded tubing lot # e00-14367 was found to have no abnormalities or contamination when the tube was produced as shown with the ftir analysis. The suspect lot comparison to lots produced after and with the raw extrusion pellets exhibited the same material characteristics as the suspect lot. No dimensional criterion was found to be out of specification and the produced tubing was within the required specifications. The process logs and maintenance equipment records revealed no significant abnormalities to have an effect on the tubing.